Manufacturer narrative:
The customer has reported that there are 12 pts involved with potential misadministration (s). The customer is doing research on the affected pts treatment plans to understand if there were any adverse events as a result of this deviated workflow procedure. The customer has reported to varian that they would like their lead oncologist to review their findings prior to sharing this info with varian. The customer's lead oncologist is on vacation will not return until (B)(6) 2011. It is not known at this time whether or not an adverse event has occurred. Though still under investigation, varian has determined that a MDR is appropriate as this event, should it recur, could potentially result in mistreatment and cause serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer did not follow the proper workflow of the srs frame calibration procedure. Instead of using the calibration phantom for camera calibration and then attaching the optical localizer for its verification, the customer performed the entire calibration with the optical localizer ring on; this results in the optical localizer obstructing the view of the phantom, requiring the table be moved to approx a 20 degree angle in order for the camera to see all spheres. Following this improper workflow results in a correction isocenter position system; however, the ogp now reports a couch angle of around 20 degrees as zero. As a result of this deviation from proper sras frame treatment workflow procedure, all of the customer's calibrations for frame srs were correct in terms of isocenter location, but incorrect in terms of couch angle.